Manufacturer narrative:
Engineering analysis: the complaint details provided indicate that the stent was dislodged in the sheath that was accompanied by another introducer sheath that had both been placed through a 20 fr introducer sheath during a fenestrated aortic aneurysm repair procedure. No sample has been returned therefore an evaluation of the dimensions of the crimped stent could not be performed. The crimped stent also leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the balloon was properly crimped. The stent delivery system was not returned so this evaluation could not be performed. The introducer sheath used in the case was also not returned. Without images from the procedure it is difficult to determine the exact conditions that the stent was exposed to while attempting to track through the 7fr introducer sheath that was accompanied by another introducer sheath that had both been placed through a 20 fr introducer sheath. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all (B)(4) quality inspection samples passed this final inspection without any performance related issues. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The procedure was a fenestrated aortic aneurysm repair. The target was the renal artery the device was prepped and inserted into the sheath that had been compressed due to 2 other sheaths in the bigger 20 fr system. The stent was advanced towards the renal and was found to be off the balloon and within the sheath.